Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: tp1a.220624.014.g781vsqslhyi1, hardware: sm-g781v, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s grandpa on behalf of the patient that the patient went to the emergency room (ER) with hyperglycemia and high ketones. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. When the pod was removed from the infusion site (arm), the cannula was found folded over and insulin droplets were visible on the adhesive. Symptoms reported include vomiting. The patient was treated with intravenous (IV) fluids. The patient was discharged on the same day.